Event description:
The user facility implanted a 33-year-old female patient undergoing coronary artery bypass grafting with an impella 5.5 device for mechanical circulatory support. It was reported during the implant the guidewire got caught on the pigtail of the catheter. The physician was able to get the wire and catheter separated and used a v-18 wire to advance the impella 5.5 over and into the left ventricle and the impella 5.5 was successfully placed. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visually inspected the guidewire and several guidewire kinks and partial fracture observed due to excessive force during insertion. As per clinical, guidewire was getting stuck within pump and likely damaged when trying to advance at aortic valve. The cause of the product damage (guidewire damage- great vessel) issue was use related due to excessive force being applied during support.